Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the console turned off before surgery. The unit was rebooted to initiate surgery.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative observed that the ac extension cable was disconnected. The company service representative repaired it. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the disconnected ac extension cable.